Event description:
Volcano device was opened and prepped and connected to the pim. The catheter was detected and then inserted into the body. It was advanced to left main and there wasn't an image. The catheter was unplugged and plugged back in but it failed to show an image. We then opened another catheter which worked.